Event description:
Reporter alleged obtaining a discrepant blood glucose result of 477 mg/dl on a patient using the inform system compared back to back with a result of 222 mg/dl on the lap system when testing was performed less than 10 minutes apart. Reporter stated that the patient was given some unknown treatment based on the lab result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.